Event description:
It was reported that one day post implant, the patient presented to the emergency department complaining of nausea and vomiting with a syncopal episode. A remote transmission was sent that showed appropriate pacing and no loss of capture. The patient was admitted for intravenous fluid hydration. Later that night, intermittent loss of capture on the right ventricular (rv) lead was noted. Outputs on the lead were reprogrammed and the patient was scheduled for a lead revision. At the revision, on fluoroscopy, the rv lead had no slack and had appeared to be pulled back since implant. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: sedr01, implantable pulse generator (ipg), implanted: (B)(6) 2013. Product ID: 5076-52, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).